Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog#1553201035, 510k# k113174 and upn (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray image review: post-op x-ray for t-10 pelvic fusion between bilateral rod fractures in the lumbar region. Time for implant is unknown. Interbody grafts are present at the lower lumbar levels and by report solid fusion levels are obtained. There is paucity of bone in the interbody spaces at the grafted levels. Bone quality appear poor and no films are available to judge the degree of pre-op deformity and correction obtained. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis and underwent posterior spinal fusion (t10-s2ai), transforaminal lumbar interbody fusion (l2-l3, l3-l4), posterior lumbar interbody fusion (l4-s1). Post-operatively, the rod broke. On the left, the rod broke at l3-4. Due to this, the patient also experienced pain in the lower back. No bone fusion was achieved. As a result, on (B)(6) 2019, the patient underwent a revision surgery, in which the broken rod was replaced and rod connectors were used to reinforce the rods.